Event description:
It was reported that the home patient (hp) connected the transfer set to the patient line and did not realize that the patient line was not primed. This event occurred during the first fill stage of peritoneal dialysis therapy on the homechoice machine. The care giver stopped the homechoice and called baxter healthcare. The care giver put the hp into manual drain. The technical service representative assisted with ending the therapy. The technical service representative advised the care giver to start over with new supplies. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient connected an unprimed patient line to the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.